Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the device malfunction and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported by the patient that they gave herself bolus and the bolus amount was higher than expected which made her blood glucose levels go down too 49 mg/dl. The bolus was delivered and was intended for a meal. The patient entered carbohydrates and currently does not have insulin on board. The bolus amount suggested by the calculator was 18 units.

Manufacturer narrative:
The problem statement was expanded to include updated information from the patient regarding the incident.

Event description:
It was reported that a bolus was delivered by the patient using the controller bolus calculator. The bolus amount was higher than expected, causing the patient¿s blood glucose levels to decrease to 49 mg/dl. The bolus delivered was a meal bolus and the patient entered a carbohydrates value into the bolus calculator. No insulin on board or other settings information was provided. The bolus amount suggested by the bolus calculator was 18 units. Although complete settings information was not provided by the patient and the patient should have encountered several bolus confirmation screens requiring manual user entry prior to bolus delivery, an incident report has been submitted for this complaint. It should be noted that follow up with the patient was performed and an update was obtained. The patient reported continued success on the system while denying the original low blood glucose incident. An insulet clinical product specialist was able to retrain the patient on op5 system functionality and explain the differences in how automation is impacted by bolus and basal settings.